Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date in 2011, the patient experienced a break in aseptic technique described as the patient did not wear a mask. On (B)(6) 2011, the patient experienced peritonitis due the break in aseptic technique and was hospitalized. On an unreported date, the patient began remedial therapy with fortum (1gm, three times daily, ip) and amikacin (125mg first bag, once daily, ip). At the time of this report, the patient was still hospitalized and the event of peritonitis was resolving. It was not reported whether the patient was retrained in proper aseptic technique. Dianeal pd2 ultrabag therapy was ongoing. The nurse stated that the event of peritonitis was not related to dianeal pd2 ultrabag therapy and did not provide a statement of causality for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.